Event description:
IV infusion pump malfunctioned while operating on a pt. Details of event enclosed. Pt was on IV therapy. The pump delivering therapy was plugged in to the socket. The pump was in dose mode and the settings were on 6cc's per hour. Before assisting pt to the bathroom, nurse unplugged the IV pump, and escorted pt, still on IV pump to the bathroom. When the pt was returned to the bed, the nurse reconnected the pump back into the electric socket. At that point, the pump then self adjusted the drip rate to 80cc's per hour from 6cc's per hour. Prior to the pump's self adjustment, the settings on the pump were in dose mode and were correctly placed on 6cc's per hour, or 10 mcgs. After the drip rate had changed, it was noted that the settings were still where they were supposed to be. Pt was assessed. Pt was hypotensive and complained of headache. The pump was immediately shut off, hypotension corrected, tylenol given, and physician notified. The pt was removed from the IV pump and the IV pump was immediately impounded. The biomedical dept, materials management director, and vp of nursing services were all alerted. As the scenario was being investigated, it was noted that on the previous day, the pump had been in use on the same pt and a similar incident had occurred. At that time it was thought that it was due to a dose programming error.